Event description:
During a remote follow-up, episodes of far-field r-wave oversensing (ffrwos) resulting in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.